Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said that they have lost some weight and now the implant is real close to their skin and it sends shocks down their left leg when they charge it. Pt said this started about a week ago, and they haven't been charging since this happened. No falls or trauma. Pt doesn't have managing hcp so was emailed hcp listings to pt.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient told them that they were charging their implantable neurostimulator (ins) and felt a shocking sensation in their leg. Caller stated pt said they did not know how to turn stimulation off so they decreased stimulation to 0. Caller stated pt was afraid to turn stimulation back on. Caller stated that they met with pt today and ran an impedance check and all impedances were good. Caller stated they looked over the external equipment and did not find any issues. Caller instructed pt to charge their ins and pt was able to charge without feeling any shocking sensations. Caller stated they think pt could have memory problems and that could be the cause of the issue. Caller stated pt is programmed with evolve programming and normally doesn't feel stimulation. Caller also confirmed that pt has fallen since they were implanted with the ins. Caller stated everything seems to be working as intended and pt has not experienced anymore shocking sensations.

Event description:
Additional information was received from the patient (pt). The patient stated that the implant battery percentage is not charging. Caller mentioned that they tried to charge it for 2 hours and will have excellent quality and they were still seeing low battery indication on the controller. Caller mentioned that they called their rep and tried to take the battery out and put it back in but still same thing. Agent tried to do some troubleshooting with the caller by doing a hard reset but the caller is having hard time plugging the ac power supply. Caller mentioned they were handicapped and having hard time plugging it in. Caller is not seeing any blockage on the controller charging port. Caller mentioned that they will be calling back instead and they will be asking the help of their son to continue with the troubleshooting. Caller stated that when they lost weight the implant moved .caller also mentioned having back ache. Patient called back and mentioned they were able to plug the ac power into the controller. Controller was at 90% and implant had a triangle. Patient mentioned they lost a bunch of weight and the implant was moving. Patient mentioned this was a new problem when agent redirected patient to their hcp. During the call patient plugged the recharger and patient got 98 or 74 and 100 on passive recharge when agent asked for the low, middle, and high numbers. Patient was able to get excellent. Patient was able to charge to 40%. Agent continued to redirect patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.